Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received inappropriate shocks. Oversensing was also reported. Oversensing, non-sustained tachyarrhythmia episodes, and short v-v intervals were noted in the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.